Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) with reports of electric shocks. It was noted the patient was not symptomatic. The patient does have a history of atrial fibrillation (af). Technical services reviewed device data and found there was no oversensing and the rate was fast however, the three inappropriate shocks were due to atrial fibrillation (af) with rapid ventricular response. Technical services discussed programming options. At this time, the system remains in service. No additional adverse patient effects were reported.